Event description:
It was reported that patient experienced a bad headache and was given a blood patch for suspected cerebral spinal fluid tap. The patients pain was resolved and was doing well post operatively.